Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with priming the insulin pump. The customer stated the motor would not push through and the insulin pump did not deliver insulin. The customer stated they had to rewind and attempt to deliver insulin. The customer stated they had to rewind 6-7 times. It was also found insulin was squirting out during a manual prime. There were also unexplained no delivery alerts on the insulin pump. The insulin pump also had short battery life. The customer also reported the threads at the reservoir compartment were chipped. The customer's blood glucose was 182 mg/dl. Customer declined to return the insulin pump for analysis.